Event description:
It was reported that while the stimulation was on or off the pt experienced a shocking or jolting sensation. Impedances were check a few weeks prior and were normal. Reprogramming was performed but did not help the symptoms. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).